Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported at clinic follow-up, sensing integrity counter (sic) registered at 93 with 298 non-sustained tachycardias (nsts) with a lead that had been implanted 14 years previously. However, approximately one month thereafter, there were only 20 nsts, and the sic was high again. Consequently, a revision procedure for lead replacement was scheduled and completed approximately month after the identified event.